Event description:
It was reported that the patient had a pocket infection. The patient presented with purulent discharge at the implant site and the incision was open with the device visible. The device was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found.